Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. Event date: unknown. Other number¿UDI: (B)(4). Lot number unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporter: reporting facility phone number is (B)(6). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Mfg date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip holding sleeve instrument was broken during sterilization on an unknown date. There was no patient or procedural involvement associated with the reported event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part # 03.632.036, lot # 6624551. Release to warehouse date: oct 18, 2011. Supplier: (B)(4). No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing investigation results are as follows. It was reported that the threaded tip of a matrix holding sleeve (was found to be broken; the failure occurred during sterilization. The returned matrix holding sleeve was examined and the complaint condition was able to be confirmed as the threaded tip was found to be broken and missing a segment (approximately 6.5mm x 4.5mm x 4.5mm ¿ calipers ca94p). Based on the complaint condition the failure occurred during sterile processing as such rough handling is the likely root cause. No functional test was possible due to post-manufacturing damage. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.